Event description:
A customer contacted beckman coulter inc. (Bci) stating that the cap piercer wash cup was not draining properly and was overflowing. No injury was reported. The leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon reoccurrence.

Manufacturer narrative:
Service assisted the customer with troubleshooting (ts) over the phone and customer was able to clean the debris buildup, which resolved the issue. Service was not dispatched for this event.